Event description:
Based on the information gathered through this investigation, the main contributing factor for these cracked solder connections between the main board and the card detect lead of the sd memory card socket was likely poor quality soldering of the joints during manufacture.

Event description:
It was reported on (B)(6) 2015 from the sd card for tablet was not full and had over 3gb of available space and was not locked but the error message "file save failure. Please ensure a secure digital card with sufficient free space is inserted in the device before attempting to save file" while attempting extended generator memory download was received. The extended generator was tried with a patient's device and a demo generator and the error occurred with both devices. The sales representative performed troubleshooting involving removing the sd card from the system, rebooting the system, reattempting the previous action (interrogate, program, etc), and reinserting the sd card. He still received the error message. He said that he hit retry at least 15 times and had no success. The sd card has about 3.9 gb of storage so he does not suspect that the card is full and should be able to hold the data. The tablet and sd are expected to be received for analysis but have not been received to date.

Event description:
The tablet was received for analysis on 11/13/2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis on the tablet was completed on 12/09/2015. An analysis was performed on the returned tablet and during the analysis it was identified that the tablet was unable to access a sd card. As a result the vns software could not write to the sd card. The cause for the anomaly is associated with a cracked solder connection between the main board and the card detect lead of the sd memory card socket. Although the sc card socket was disabled, the vns software still had limited functionality and was able to interrogate, program, and perform diagnostic tests during the analysis. Once the lead was soldered onto the main board, no further anomalies were identified.